Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The specific issue was not provided. The product was not returned. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product dft315-615 that is sold in the united states under (PMA/510(k) (p930014). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of defective lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).